Manufacturer narrative:
Results of investigation: the suspect device was not returned for investigation. Vyaire medical determined root cause as due to user fault - lack of maintenance / filter exchange combined with not reacting on blower temperature alarms.

Manufacturer narrative:
At this time, the suspect device has not been returned for evaluation. However, log file shows four times alarm 241-temperature of blower high, the blower temperature reached 68.9 degree while ventilation is continuously running. No root cause could be determined at this time. Vyaire technical support informed customer that it's clearly visible that the failure was due to clogged filters and this is the case of lack of maintenance / filter exchange, also cross check this ventilator with a good known blower assembly. Additionally, there are also oxygen sensor related alarms seen in the log file, informed customer to check the oxygen sensor and replace if necessary. No root cause has been determined at this time, since the investigation is still ongoing. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported bellavista 1000 alarm 316-blower failure while on a patient. The customer confirmed that there was no patient harm associated with the reported event.